Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6) batch: 17203659 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6) batch: 17203659 UDI: (B)(4). Product family: scs-splitters upn: m365sc3400300 model: sc-3400-30 serial: (B)(6) batch: 16643840 UDI: (B)(4). Product family: scs-splitters upn: m365sc3400300 model: sc-3400-30 serial: (B)(6) batch: 16643840 UDI: (B)(4).

Event description:
It was reported that the patient underwent a procedure wherein the spinal cord stimulation (scs) system was revised for an unknown reason. No further information has been obtained at this time. Additional information indicated the scs patient underwent an explant procedure due to impedances found on his leads. In addition, patient wanted a system upgrade to obtained (magnetic resonance imaging) MRI conditionality. Patient is recovering well post operatively. In accordance with facility policy the explanted devices were disposed and will not be returned.

Event description:
It was reported that the patient underwent a procedure wherein the spinal cord stimulation (scs) system was revised for an unknown reason. No further information has been obtained at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 17203659. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 17203659. UDI: (B)(4). Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 16643840. UDI: (B)(4). Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 16643840. UDI: (B)(4).